Manufacturer narrative:
Of the 34 allegations of a malfunction, 33 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 34 malfunction events. A review of the events indicated that the one touch ping model pump experienced a loss of prime issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-86 years of age and between 38 and 185 pounds. Of the reported patients, 17 were male, 17 were female, and 0 were unknown.